Manufacturer narrative:
Planned explant on (B)(6) 2017 but not yet confirmed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt375 24.0 diopter intraocular lens was implanted in a male patient¿s right eye on (B)(6) 2017. However, the patient is returning to have the lens replaced with 20.0 diopter size lens.

Manufacturer narrative:
Device evaluation the product testing could not be performed because the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.